Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the customer comment that the programmer locked up due to an error. It was also noted that the power cord door was broken, the lower case was severely scratched, the system fan was noisy, the bulk head plate was corroded, and the printer gear drive was damaged.

Event description:
It was reported the programmer was not loading up to the find patient screen. The programmer locked up. There was no patient involvement.